Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one battery was returned for evaluation. One battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis revealed that the device passed visual inspection and functional testing. The battery was able to adequately provide power to a test controller; the battery discharged as expected. Log file analysis revealed that the battery discharged as expected when in use. As a result, the reported no power and power consumption issue event was not confirmed. Log file analysis revealed that the controller in use during the reported event, contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed a momentary disconnection involving (B)(6). Momentary disconnections will result in an audible tone or ¿beep¿. Analysis of alarm log file did not revealed any power disconnect alarms. However, review of the data log file revealed multiple instances involving (B)(6), where the battery¿s relative state of charge (rsoc) value were logged between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. As a result, the reported alarms and "beeps" event were confirmed. A power source lubrication procedure was performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 29-aug-2018. (B)(6) had been lubricated prior to release. The most likely root cause of the reported "beeps" event can be attributed to a momentary disconnection due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported alarms event can be attributed to communication errors between the controller and battery, which may be due to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial #: (B)(6), d9: no h3: yes h6: patient ime code(s): e2403 h6: FDA method code(s): b17, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: heartware ventricular assist system, battery, model #: 1650de, catalog #: 1650de, expiration date: 31-jul-2019, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no. Device evaluation anticipated: but not yet begun. Mfg date: 09-jul-2018, labeled for single use:no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery does not provide power as it only lasts two hours. It was further reported that both batteries are exhibiting power disconnect alarms and the patient is hearing intermittent beeps at home. One of the batteries was exchanged, and the other battery remains in use. No patient complications have been reported as a result of this event.